Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer dropped the pump, pump display would not turn on and an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.